Manufacturer narrative:
Product analysis: at analysis the customer comment of a generated error was confirmed and it was attributed to both wires on the lower case being pinched, with the red wire exposed. It was additionally noted that the generator needed the updated battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.